Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging was provided for evaluation. The sample was visually evaluated, and no defects were observed. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Thereafter, the sample was leakage tested, and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.154 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line - not visible and unresolved". "Causing alarm on pump to say air bubble". Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced. Medication / fluid k phosphate. IV rate over 6 hours.